Event description:
It was reported that rn programmed albumin at 13.3 ml/hr. Rn noted albumin drips were very slow and asked another rn to check who also confirmed the drips were very slow. The pharmacy was notified and asked to remove bottle and measure out what was left in order to see how much the patient had received. The patient had only received 20ml of albumin over 3 hours. There was no harm to patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that rn programmed albumin at 13.3 ml/hr. Rn noted albumin drips were very slow and asked another rn to check who also confirmed the drips were very slow. The pharmacy was notified and asked to remove bottle and measure out what was left in order to see how much the patient had received. The patient had only received 20ml of albumin over 3 hours. There was no harm to patient.